Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011: product type catheter h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (b(4) 2017. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system the relevant components include: product ID 8709sc serial# (B)(4) implanted: (B)(6) 2011. Explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,000 mcg/ml gablofen at a dose of 220 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a lack of therapy. A dye study was attempted and the hcp was unable to aspirate the catheter. Radiographs were taken as further diagnostics. Surgery was performed, cerebrospinal fluid (csf) flowed freely from the catheter once the sutureless connector was disconnected and the "tissue removed". The surgeon opted to replace the sutureless catheter. The surgeon opened the pump pocket and noted that clear fluid was collecting under the clear plastic piece on the pump spigot. The hcp disconnected the sutureless catheter connector and noted a small amount of "tissue growth" inside the catheter connector hub. The surgeon replaced the pump and replaced the sutureless catheter. The issue was resolved at the time of this report and no further complications were expected or anticipated. The patient's status was "alive- no injury" at the time of this report. The hospital had possession of the explanted pump and it was planned to be returned to the manufacturer for analysis.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. The catheter was returned for analysis. Catheter analysis found a non-significant indent in the seal of the connector that did not affect infusion. The pump was returned for analysis. Pump analysis found no anomaly. The conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.